Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft system was implanted in the patient in zone 4 for the endovascular treatment of a thoracic aortic type b dissection and 60 mm diameter thoracic aortic aneurysm. At implant, the proximal aortic neck was 28 mm in diameter and 44.4 mm in length. It was reported that a CT with contrast showed there was a proximal type 1a endoleak at the level of the celiac trunk which is barely visible. There was also a type 1b endoleak which was described as negligible. No clinical sequelae were reported and the patient will be monitored by their physician.